Event description:
It was reported during surgery that the surgeon used the aculoc2 plate and was inserting the locking screw when the driver tip broke. The surgeon was unable to remove the broken piece, therefore it was left in the patient's body. The surgery was completed with another device (same model). No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00677 for the driver involved in this event.

Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. Based on the information received, the root cause could not be determined.